Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gray tip of cutting device came off of non-wired side. The device was used to complete the case with no harm to patient. Device did not come off in patient. It came off after the device was removed from the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gray tip of cutting device came off of non-wired side. The device was used to complete the case with no harm to patient. Device did not come off in patient. It came off after the device was removed from the patient.

Manufacturer narrative:
(B)(4).